Manufacturer narrative:
(Surgical intervention, extended or time). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lobe resection, while dealing with interlobular fissures, the device fired halfway and unable to continue firing. There was unformed staples that fell into the patient cavity and slowly removed. It was also noted that the jaws of the device locked on tissue. The surgical time extended 30 minutes or more due to the product problem and the bleeding was sewed to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.